Event description:
The end user reported she received a second degree burn when using the heating pad. She laid on the pad and set her timer for fifteen minutes. When she woke up, she had excruciating pain and noticed a liquid on her back. The following day, she went to the hospital and was told she had a second degree burn.

Manufacturer narrative:
The patient did not follow the directions for use. Review of the product labeling revealed the following warnings for the proper use of the device: "place pad on top of and not under the part of the body needing heat - burns can result regardless of control setting." "Do not use a heating pad on areas of insensitive skin." "Do not lie, sit on, or crush pad."